Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right atrium leadless pacemaker (ralp) was capturing and sensing the ventricle. X-ray was performed and revealed that the ralp had dislodged and migrated to the ventricle. The physician elected to explant the ralp and replace with a traditional pacemaker. The extraction was successful with no complications, and the patient was discharged.